Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced hypoglycemia during the night and started had seizures. The cgm reading was 3.9 mmol/l at the time of the event. The reporter stated that during that time, the cgm was inaccurate as it should have been lower due to the patient's symptoms. There was no blood glucose reading taken during the time of the event. The patient was treated by his mother with a glucose injection. After treatment, the patient was feeling sick but recovered after some time and went back to normal condition. When the patient recovered the patient´s mother "measured" and the value was around 4.0 mmol/l. The patient´s parents called the diabetes team for assistance and during the call the blood glucose values raised to 6.0 mmol/l. It is unknown which device were displaying these values (cgm or bg meter). Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.